Event description:
It was reported the customer had a no delivery alarm. The customer stated the alarm occurred after a bolus delivery. Troubleshooting could not be completed as the customer was at the airport. Customer's blood glucose was 387 mg/dl. The customer stated their blood glucose was high from the no delivery alarm. Customer was advised to call back when they can to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.